Manufacturer narrative:
The received user facility report was the only source of information - draeger attempted to obtain further information, but this was not successful, a case-specific evaluation is thus not possible and no root cause can be determined. There was no involvement or service contract with draeger - the manufacturer is not able to draw a conclusion about the root cause of the reported malfunction but it can be emphasized that the situation was alarmed and displayed by the device. The user of this emergency/transport ventilator is always present and can change to an alternative ventilation method that according to the IFU has always to be kept as a back-up immediately.

Event description:
It was reported that during a patient transfer, the transport ventilator displayed a device malfunction and became inoperable. No injury or health consequences for the patient were reported.